Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their physical therapist wanted them to reactivate their implants. Pt stated they had not charged their implants in years because they just weren't working for them and pt wanted assistance with figuring out how to get implants running again. The caller was redirected to set up an appointment with a rep; agent gave pt the national answering service phone number for their doctor to use. Pt mentioned this implant was for their neck. Additional information was received from a health care professional. Per MRI technician the neurostimulator was removed, but one lead or lead fragment was left behind from (B)(6) 2024 surgery.